Event description:
On (B)(6) 2014, a customer reported an unexpected abo mistype when testing a blood sample on a galileo echo.

Manufacturer narrative:
Customer site did not wish to aid investigation or provide any further information. Site did not want to aid investigation.